Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number mlp-028533. The relevant sections of the device history records for mlp-028533 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), document rev. C, is currently available. Section 1 of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the blood loss anemia and major bleeding resolved on (B)(6) 2021.

Event description:
It was reported that the patient was transfused 1 unit of red blood cells for anemia. There was an attempted foley removal, the patient was unable to urinate, and the patient was started on flomax and foley was reinserted. The patient had a moderate sized left sided hemothorax which resulted in an inferior displacement of the left hemidiaphragm and cause mass effect on the abdominal organs and associated left lower lobe collapse. (B)(6) were held. Two units of red blood cells were given, and patient was briefly on levophed until volume resuscitated with albumin. The patient was taken to the operating room on (B)(6) 2021 for evacuation of the hematoma. On (B)(6) 2021 the patient was transfused an additional unit of red blood cells. The patient had shortness of breath and was hypotensive. The patient was recovering and would be discharged that week.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.